Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message upon power up. The customer attempted to turn the platform on/off in an effort to clear the error, however this was unsuccessful. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.